Event description:
It was reported during a facelift surgery, the gore-tex® suture was placed down side of the neck with the aid of a suture passer. Reportedly, while retrieving the suture with the needle attached, the thread came away from the needle. It was reported, it was not possible to locate the needle via the incision at the edge of the ear. Reportedly, incisions were closed and the patient went for an x-ray 1 week later. It was reported, dissection through a direct incision over the needle location site did not reveal the needle. Reportedly, this site was where an important motor nerve is located, so the retrieval procedure was abandoned. It was reported the patient was referred to another surgeon who had access to an in-operation image intensifier and a nerve stimulator. Reportedly, he successfully retrieved the needle. It was reported, the neck operation had been done many times and the needle never detached from the thread in the way it did on (B)(6) 2019. Reportedly, it was totally unexpected. It was reported the patient outcome was a scar on the neck and the suture retrieved without nerve damage. Reportedly, the retrieved needle was discarded.

Manufacturer narrative:
An engineering evaluation could not be performed as the device was discarded. A review of the associated manufacturing records indicated that suture lot number: 18478882 was manufactured according to approved procedures and met all release specifications. The instructions for use (IFU) for the gore-tex® suture state, misuse of this suture, like any other suture, can result in severe injury or death to the patient. As with any suture, care should be taken to avoid damage when handling. Avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges. In order to minimize needle damage, do not drive the needle from the channel where the suture is attached. Needles are not intended to be implanted. At least seven, equally tensioned, flat square throws are required to produce a secure knot when tying gore-tex® suture. Additional throws may be necessary depending on surgical circumstances. When tying knots with the gore-tex® suture, tension should be applied by pulling each strand of the suture in opposite directions with equal force. As the knot is tensioned, the air in the suture is forced out. Care should be taken to avoid using a jerking motion which could break the suture. Uneven tensioning of a well formed square knot may result in an unsecure knot. When the gore-tex® suture is properly tensioned and formed, standard surgical knotting techniques will produce a secure knot. Possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.